Event description:
The user facility reported that during a preparation of a procedure, they noticed a pink spark from the connection point between the working element and the high frequency cable (model unk). The physician reported that there was no user or pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed staining and accumulation of debris inside the teflon body, which could have contributed to the user's experience. The cause of the user's experience appears to be due to inadequate cleaning of the connector for the high frequency cable. This report is being filed as an MDR in an abundance of caution. Additional comments. The device instruction manual cautioned users that " when cleaning active working elements, it is important to retract the working element from the neutral position to allow for thorough cleaning of the gap. Debris in this area can induce spark discharge."